Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support (cts), it was determined that the customer did not remove residual air from the cartridge prior to loading it with insulin. Cts educated customer on cartridge labeling. Customer continued using the cartridge. There was no reported impact to the customer's blood glucose level.